Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02876. The pt has four leads from two separate lots which were implanted for migraines (off-label). It was reported one of the pt's leads had high impedance readings, and reprogramming was unable to provide adequate stimulation. Follow-up identified the lead was explanted and replaced on (B)(6) 2013. The pt reported effective stimulation coverage postoperative. The explanted device will not be returned to the manufacturer. As the affected lead is unk, all possible leads are being reported.